Manufacturer narrative:
(B)(4). Maquet cardiopulmonary (B)(4) provides product failure investigation, analysis and corrective action for the device described in this report. The device is not available at this moment at our facility for investigation. Obtaining the device is still pending. Once the device becomes available, the investigation will be initiated to determine the root-cause. A supplemental medwatch will be submitted as soon as further info becomes available.

Event description:
It was reported that there was leakage in blood inlet. The port was sealed with wax then replaced with a new oxygenator. Ref #: (B)(4).